Event description:
The customer reported that one cine run did not save to the system. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. There were parts replaced during the service call. The system was tested and found to be working as intended and put back into service.